Event description:
Patient was prepped for lumbar back surgery. Bovie was used to start the incision. The patient became bradycardic and then went asystolic. When the bovie was not in use, the pt's heart rate gradually returned to normal. The anesthesia arteral line and o2 sat supported the EKG findings. The procedure was aborted, the incision closed. The pt went to recovery with no evidence of burns. The bovie pad was noted to be on the pt during this episode. The bovie pad was located on the left posterior upper thigh and the pt was in a prone position.